Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening on the radius side assessed as surgical damage and partial delamination in the valve side assessed adhesive failure. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.